Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 300 mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that the cartridge was leaking from the t:lock/luer lock and air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery.